Manufacturer narrative:
Correction on MDR file 3012307300-2020-00093- 0061638 .this file is considered non reportable to FDA, as this is a cadd accessory lithium battery and not an internal battery. This would be considered prior to use action.

Event description:
Correction being made on MDR file. Summary in h 10.

Manufacturer narrative:
Device analysis is done by supplier, which is ultralife corp. Sqe: (B)(6).

Event description:
Information received a smiths medical cadd assessories battery will only charge and accept 75%. Battery was changed on (B)(6) 2018. No patient adverse events reported.